Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that right hip revison surgery was performed due to metallosis, elevated test results and corrosion.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, acetabular cup and modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The revision intraoperative report indicated a metallosis pocket that was sent for culture with microbiology findings of hemosiderin stained fluid, cultures were negative. Also noted was corrosion debris on the neck and some thinning of the posterior wall. The reported pain, increased cobalt ion level and trunnionosis are consistent with findings associated with metallosis; however, without the supporting lab results, imaging, and the analysis of the explanted components the source of reactions cannot be confirmed. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: event, brand name, concomitant medical products and device manufacture date.